Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative an open circuit condition detected during shock delivery. Furthermore, this device exhibited high out of range shock impedance measurements on the right ventricular channel and undersensing on the right atrial channel. Additionally, this device delivered inappropriate shocks due to atrial driven rhythms, the therapy got exhausted. A lead replacement was discussed. At this time no changes have been performed. This device remains in service. No further adverse patient effects were reported.